Manufacturer narrative:
Based on the current information provided, the cause of the operative complication is attributed to mishandling/misuse, component failure and device design. The permanent cautery hook instrument has been received and investigations completed. Failure analysis investigations confirmed and replicated the customer reported complaint. The instrument was found to have thermal damage on one of the distal clevis ears and on the conductor wire cap. The root cause of this failure is associated with mishandling/misuse. The yaw pulley weld also had thermal damage and the conductor wire was broken at the weld with the instrument failing an electrical continuity test. The failures are associated with device design. The conductor wire¿s insulation was damaged, though no material was missing. This failure is associated with component failure. Additionally, the instrument had a derailed yaw cable at the distal end, which potentially may cause yaw motion to be non-intuitive. Common cause of this failure mode is associated with component failure. A follow-up MDR will be submitted if additional information is obtained. Review of the instrument log was completed and showed the instrument was last used on (B)(6) 2023 so a log review was performed for that date and there were no errors found in the logs. Image provided by the customer for this event was reviewed and appeared to show thermal damage to the monopolar yaw pulley.

Event description:
It was reported that during a da vinci-assisted thyroidectomy procedure, the surgeon observed that the permanent cautery hook emitted an electrical spark from the tip of the instrument. The issue occurred while the instrument was activated with monopolar coagulation. Arcing was reported to have grounded to the surrounding patient anatomy. It is unknown whether the instrument tips were in contact with tissue at the time. The nurse immediately removed the instrument for examination and found traces of thermal damage at the instrument tip. A back-up permanent cautery hook was used to complete the procedure. The surgeon believes that the issue was caused by a bad wire contact. The patient did not experience any post-operative complications. The permanent cautery hook instrument was inspected prior to use and no damage or abnormalities were observed. It is unknown how long the instrument was in use prior to the arcing event. The instrument tips did not touch any staples, clips, or sutures. The instrument jaws were not immersed in liquid or contaminated by bio debris prior to activation. The permanent cautery hook was connected properly to an unspecified generator. It is unknown where the cannula was inspected prior to use.